Event description:
It was reported the programmer would not boot up; the screen was black. However, when slaved in to a video monitor, the screen could be seen but not operated. There was also physical damage to the handle and power cord door. The programmer was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the programmer would not boot up and the screen was black. The programmer had a long boot time of nearly two minutes. Software was reloaded as a preventive measure. The programmer handle, keyboard latch, and power cord door latch tabs were broken, hinge plate screws were loose and missing, a white line ran down the right side of the screen, and a loose screw was found in the display frame assembly. (B)(4).